Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on 2007, and alleged that her one touch ultra2 meter was giving the error 5 message. The patient reported experiencing symptoms of being "sweaty, couldn't think and needed something to eat." It is not known as to when the patient started getting the error 5 message and was unable to obtain a result on the meter. She received assistance/advice from a healthcare professional, but stated that "didn't get a reading on their machine either." However, she reported that only a glucose test was performed. The patient was unable/unwilling to answer if she took any actions following the attempted use of the meter. At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good and the patient's testing technique was also correct. The issue was not resolved when the patient was asked to retest with a new vial of test strips. This complaint is reported because for an unknown time frame, the patient was obtaining the alleged error 5 message on the meter and she claimed experiencing symptoms of low blood glucose. The alleged issue of error 5 was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.